Event description:
It was reported that during pre-dilatation of the moderately tortuous and heavily calcified left anterior descending artery, some resistance was noted in the lesion, both upon advancement and during retraction of the balloon. The balloon or a portion of the balloon was noted to have separated from the shaft of the device, as the balloon marker was visible in the septal branch. No retrieval attempts were made. The patient remains in the intensive care unit (ICU) under observation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood on the balloon shaft and hypotube, contrast in the inflation lumen and the balloon was loosely folded; which is consistent with device preparation, use of the catheter and balloon inflation. The balloon was not separated as reported. There were two kinks in the hypotube. The tip length and balloon profile were measured and met specification. Since there was no report of any damage observed to the catheter prior to the procedure, this suggests that a product deficiency did not contribute to the reported complaint. In this case, the reported difficulty advancing/retracting the catheter appears to be related to case-specific operational context as the lesion was reportedly heavily calcified / tortuous and multiple guide wires, balloons and other devices were involved. The reported balloon detachment could not be confirmed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database for the reported lot revealed no other similar incidents reported for physical resistance, difficult to remove or balloon detachment. There is no indication of a product quality deficiency.